Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the pain reported although no intervention was reported. If additional information is received a follow-up report will be submitted.

Event description:
At the one month follow-up visit after undergoing a superdimension procedure the patient stated she had level 4/10 pain in her lungs immediately post procedure. Physician states that the pain was not related to the superdimension system but may have been related to the procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event